Event description:
They received a result of 48mg/dl and went to the hospital. She reports having a headache and feeling ill. Approximately an hour later she tested at 108mg/dl on the hospital device. No treatment received for blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.